Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip released after moving the clip back and forth, and the procedure was completed at this time. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.